Event description:
It was reported to philips that the customer experienced a geometry movement failure. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer restarted the device to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the stand movements are partly available. Fse checked the logfiles and found the error ipc was not communicating with host pc. Fse checked the geo ipc and found the ipc software was crashed. Fse reinstalled the geo ipc software, which resolved the issue temporarily. The same issue reoccurred after a few days where fse replaced the geo ipc and reinstalled the software. The defective part was returned to philips for failure analysis, and the cause of the failure was determined to be a faulty power supply unit. After replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a geometry issue occurs during a procedure, a warm/fast restart or a cold restart may be performed to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A geometry issue which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.